Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, upon the fifth firing, the stapler apparently fire not fire staples. No visual staples could be confirmed on either side of the staple line on the gastric pouch or remnant portion of the stomach. Subsequent instrument opened and fired without incident to complete procedure. No patient consequence.